Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate a protrusion of calcified native valve leaflets in the left coronary sinus was the cause for the coronary obstruction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliated in (B)(4), per the article ¿a case of acute left main coronary obstruction following transcatheter aortic valve implantation¿, the patient presented with symptoms of advanced heart failure, cardiac asthma at rest, bilateral pleural effusions, peripheral edema, and symptoms of syncope. A 29mm edwards sapien 3 valve was implanted with good result. The patient was transferred to the intensive care unit, where one hour later he presented worsening hypotension, followed by ventricular fibrillation. An ECG performed after shock defibrillation showed periods of new left bundle branch block and periods of pacemaker rhythm. An echocardiogram revealed severe impaired lvef with septal-apical hypokinesis. An urgent angiogram was performed and a left main coronary artery (lmca) ostial calcific obstruction was apparent in the angiogram. A drug eluting stent was implanted in the lmca. This resulted in the restoration of timi grade 3 flow in lmca, lad, and cx. An intra-aortic balloon pump (iabp) was implanted. After recanalization, stable hemodynamic conditions were rapidly obtained. The patient was discharged 8 days post procedure. The patient¿s native annulus was 560mm2, the native leaflets had bulky, heavily calcified leaflets, the lmca height was 10.7 and the rca height was 13.2. Reference: dimitrova I n, trendafilova d, simeonov p (december 14, 2017) a case of acute left main coronary obstruction following transcatheter aortic valve implantation. Cureus 9(12): e1951. Doi 10.7759/cureus.1951.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.